Manufacturer narrative:
Date of event: (B)(6) 2012 additional suspect medical device components involved in the event: model #: sc-2138-50, serial #: (B)(4), a10645 description: scs 50cm iii lead.

Event description:
A report was received that the patient's scs was not working. The physician recommended for the patient to have a revision procedure.

Manufacturer narrative:
Additional information was received that no further course of action will be taken.

Event description:
A report was received that the patient's scs was not working. The physician recommended for the patient to have a revision procedure.

Manufacturer narrative:
Additional information was received that the patient's ipg would not charge.

Event description:
A report was received that the patient's scs was not working. The physician recommended for the patient to have a revision procedure.

Manufacturer narrative:
Additional information was received that the patient will undergo an ipg replacement procedure.

Event description:
A report was received that the patient's scs was not working. The physician recommended for the patient to have a revision procedure.

Manufacturer narrative:
Additional information was received that there will be no further course of action at this time.

Event description:
A report was received that the patient's scs was not working. The physician recommended for the patient to have a revision procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure. No device malfunction was suspected. The patient was doing well postoperatively. The explanted device was not returned to bsn as it was kept by the medical facility.

Event description:
A report was received that the patient's scs was not working. The physician recommended for the patient to have a revision procedure.